Event description:
After surgeon placed iol in pt's eye, the haptic broke off. Haptic retrieved and both haptic and lens removed. Surgeon reported no harm to patient.manufacturer response (as per reporter) for intraocular lens, (brand not provided:taken for review.

Event description:
After surgeon placed iol in pt's eye, the haptic broke off. Haptic retrieved and both haptic and lens removed. Surgeon reported no harm to patient.manufacturer response (as per reporter) for intraocular lens, (brand not provided:taken for review.